Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five inappropriate shocks due to oversensing of noise. A dislodgement and conductor fracture of this electrode were suspected. The patient presented to the emergency room (ER) but refused to be admitted at this time. Replacement procedure will be scheduled at a later date. No additional adverse patient effects were reported. Currently, this electrode remains in service.